Manufacturer narrative:
Other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain on (B)(6) 2016. It was reported that the patient had lost therapeutic effect and there were no external/environmental factors that the patient was aware of that may have caused this issue. An impedance check was normal before surgery and the lead was replaced. The issue was resolved at the time of the report. The lead had migrated; however the reason for the migration remains unknown as there were no reported falls or events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.